Event description:
It was reported that the patient experienced a "punctured lung during surgery" and dizziness, increased heart rate and blood pressure. Follow-up attempts were unable to confirm the punctured lung or the cause of the reported patient symptoms. The atrial and ventricular leads remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.